Event description:
It was reported the implants (x3) broke as the surgeon pulled back to remove the inserters. The broke pieces were not retrieved, and the case was completed with a different lot number. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the implants broke at the hex. This condition typically occurs due to leverage applied when the implant is not inserted perpendicular to the prepared hole.